Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer's site to further investigate the reported event. The e-100 generator was replaced and the system was tested and verified as ready for use. The vessel sealer extend instrument that was used in this event was not returned. However, the e-100 generator that was replaced was received and failure analysis testing was performed. The reported failure could not be replicated with the generator. The unit was installed into a test system and it worked as expected with a synchroseal instrument installed. The synchroseal was used with a saline-dipped gauze pad in the jaws and the energy was activated about 100 times with no issue. A procedure log review was performed. Per review, the sleeve gastrectomy was completed on (B)(6) 2022 via system (B)(4). A review of the site's system logs for the reported procedure date was conducted by the technical support engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) and reported that the surgeon was using the e-100 generator for the first time and stated that during use the tissue bled more than expected. The surgeon felt the hemostasis was not great. The caller stated that the case was completed but requested that the field service engineer (fse) inspect the e-100 generator for proper functionality. The procedure was completed as planned with no reported injury. Additional information was received from the surgeon and reported that the vessel sealer extend (vse) was used for both cutting and coagulation of the omental tissue around the greater curvature of the stomach taking down short gastric vessels, of size less than 7 millimeters. There was no extra fluid around the target area, no tissue tension, and no arcing reported. There were normal audible tones, and the seal cycle was completed; however, vse took several attempts to coagulate the target areas. The estimated blood loss was approximated to 25-50 ml. The surgeon reported that typically for this type of procedure, it is anticipated to have only less than 10 ml of estimated blood loss. The patient did not require any blood transfusion. The surgeon reported that the vse cut and dissected as expected; however, the coagulation/ sealing function has to be repeated to seal the bleeding areas. The physician believed that the vse did not operate as expected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to field h9 for corrected information.